Event description:
It was reported that an ilet pump had a cracked screen, and a replacement was arranged after address verification and counseling on return and startup procedures. Symptoms included no reported adverse clinical effects. Outcomes included device replacement logistics with instructions to return the current pump using the provided shipping label and to perform a new startup on the replacement, with guidance to continue cgm use via dexcom app or receiver and to replace a libre 3+ sensor when the new ilet arrives. Investigation included case documentation review and user education covering data sync, shutdown steps, delivery timeline, and return requirements. Investigation of this device revealed a physical damage issue to the display consistent with a hardware screen break without evidence of device malfunction affecting therapy delivery. It was concluded, based on previously established findings for similar reports, that the cause was user-related handling resulting in screen damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.